Event description:
The patient was revised because the cup spun out of the acetabulum. Update (B)(6) 2011 - litigation papers received. They allege that patient also experienced elevated levels of cobalt and chromium. Added patients middle initial and dob. Complaint was reopened to add femoral head.

Manufacturer narrative:
The report states: the patient was revised because the cup spun out of the acetabulum. Doi: (B)(6) 2006 dor: (B)(6) 2009 (left side). Update (B)(6) 2011 - litigation papers received. They allege that patient also experienced elevated levels of cobalt and chromium. Added patients middle initial and dob. Complaint was reopened to add femoral head. Doi: (B)(6) 2006. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.